Manufacturer narrative:
(B)(4). It was reported that the proglide device was used in a moderately calcified vessel. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. Evaluation summary: the device was returned for analysis. The reported suture break was confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar suture break incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of the moderately calcified right common femoral artery was attempted using a proglide device with a 6f sheath after a left main coronary artery interventional procedure. Reportedly, the suture broke during suture retrieval and the non-rail suture and the knot could not be located. The missing non-rail suture and knot were not in the patient anatomy. An 8f sheath was placed. The sheath was removed and hemostasis was achieved using manual compression for 30 minutes. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly in-training in the use of the proglide device. No additional information was provided.